Event description:
Provider alleged, pilot valve is worn. Per independent repair center statement, the unit was alarming or red light. The key failure was valve operator description for the pivot valve was a worn poppet. Additional malfunctions were 8" tie wraps leaks.